Event description:
A customer reported via phone call indicating that their insulin pump alarmed low reservoir. The patient's blood glucose level was 148 mg/dl at the time of the call. The customer stated that they did not here a low reservoir alarm from their insulin pump and they did not receive the insulin one night which caused the customer's blood glucose to rise to 300 mg/dl. The customer declined trouble shooting the issue but was assisted with programing their insulin pump to vibrate mode.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.